Manufacturer narrative:
A service request was opened, and the field service engineer (fse) visited the site to evaluate the system due to the reported event. Flap calibration and energy polynomial were verified. Surgery support was also provided by the fse, and no issue was observed. System was tested and verified to meet specifications. System energy and bed cut was adjusted by the company clinical application specialist (cas), and after the adjustment, surgeon mentioned the cuts were better. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported after corneal flap creation for lasik procedure the flap was difficult to lift and the side cut was not smooth. Upon follow up, with the company clinical application specialist (cas), it was stated there were two days shut down of the laser at this customer due to some civil work inside the operating room. Once the laser was restarted it was found that flap lifting had significant resistance and side cuts were incomplete.